Event description:
Nursing staff was called to pt's room. Pt was feeling urge to void. Collection bag was dropped to floor and catheter was manipulated to see if it would drain. The catheter would not dislodge from the bladder. Dr stated he could feel the balloon still intact. At that point the dr cut the catheter approx 1.5" above the balloon port and the catheter would still not deflate. The dr then inserted a 21 gauge needle into the penis to deflate the balloon. A new catheter was inserted and approx 1000cc of urine was drained from the bladder.